Manufacturer narrative:
The report of an overinfusion was not confirmed. The source pump module was not returned for investigation, however photos provided by the customer show a broken platen at the upper hinge. The pcu event log contained no obvious programming errors that would result in the reported event. Previous investigations have shown that devices with broken platens at the upper hinge can over or under infuse depending on how the broken platen is seated when the door is closed. Log analysis results: the pcu event log shows pump module s/n (B)(4) was programmed to infuse bumetanide drip 10mg/50ml (drugid 51) at a rate of 2.5ml/hr with a vtbi of 40ml at 8:53 pm on (B)(6) 2020. At 9:02 pm, the pump module was channeled off. At 10:15pm, the pump module was removed. The volume recorded as being infused during this period was 0.293ml. The probable cause of the reported overinfusion was identified (through customer provided photos) as due to a broken platen.

Event description:
It was reported that a bumex 10mg/50ml infusion initiated at 2010 at a rate of 0.5mg/hr (2.5ml/hour) completed at 2150 without an alarm. It was suspected that the device was malfunctioning. The patient received an unintended medication bolus and required additional labs and monitoring. There was no patient impact.